Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) was found to be turned off during a patient's follow visit to the hospital. Impedances were checked and all impedances were within normal range. The ins was being regularly charged and was at 50 percent charge on (B)(6) 2017. The ins was programmed to c+, 1- at 3.0v, 60 usec and 180 hz on the left side and c+, 8- at 2.8 v, 60 usec and 180 hz on the right side. The ins had not been previously overdischarged and no error messages were displayed. Since the last interrogation of the ins on (B)(6) 2017, there had been no events were therapy was lost and therapy was not turned on or off. No patient complications were anticipated.